Event description:
It was reported that the right ventricular lead was oversensing. The lead was capped and replaced with a new lead. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) performance data collected from the device was analyzed and revealed oversensing. In particular, there were 15 ventricular nst<=210 ms average v-cycle between (B)(6) 2011 20:13:05 and (B)(6) 2011 10:33:32.